Manufacturer narrative:
Batch review performed on 11 june 2026 02.12.0510fl gmk-sphere tibial insert - flex s5l - 10 mm (k121416) lot: 2116911: (B)(4) items manufactured and released on 12 january 2022. Expiration date: 27 december 2026. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
Revision surgery after 4 years and 1 month due to infection with the pathogen being staphylococcus. The surgeon performed a washout and revised the 10m flex s5l insert to a 12mm flex 5l insert at his discretion. The surgery was completed successfully.